Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The assignable cause was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with an 814:09 failure code. It is unknown when this condition occurred. This condition has the potential to cause an interruption of delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. During product evaluation by a baxter service technician, this failure code was found twice in the event history log. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.